Manufacturer narrative:
The system is a closed system. It is operated with a sterile single use consumable cassette, which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). There is no evidence that the design or manufacturing of the system or phacoemulsification (phaco) handpiece contributed to the reported event. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event could not be confirmed. The irrigation/aspiration (I/a) handpiece or particulate sample was not returned for evaluation for the report of whitish particulate less than 1mm observed on the iris after surgery on (B)(6) 2018. Photos were provided with the complaint file. The photos provided with the complaint were reviewed. Three photos of the eye are present in the photos, with two circles present around what appears to be particulate in one photo from surgery performed on (B)(6) 2018 (not this complaint). The I/a handpiece lot provided with the complaint is not associated with a final handpiece; therefore, a lot history review could not be conducted. The most likely reason for white particulate is from particles left in the handpiece due to inadequate cleaning of the reusable handpiece. All reusable handpieces are 100% visually inspected, functionally tested, and cleaned during the manufacturing process. The directions for use (dfu) provides instructions on recommended cleaning of the handpiece. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during a cataract extraction procedure there was the appearance of whitish submillimeter specks in the anterior chamber. These were noted during the use of the irrigation/aspiration handpiece when removing the viscous solution. All the particles were removed during the same procedure except for one which was located behind the intraocular implant. This particle has not been removed. The patient remains on anti-inflammatory treatment according to the post operative medication protocol.